Event description:
A surgeon reported leaky trocar valves during two vitreoretinal procedures. There was no patient harm. Additional information and product information was requested for this event. This is the first of two reports from the customer regarding the same event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar cannula and hub assemblies in a pouch were received for evaluation. The returned samples were inspected. The first sample was visually conforming, and the second and third sample has damaged septum. A device history review shows that the product was released as per the manufacturer's acceptance criteria. The root cause of for the report could not be determined. The returned samples demonstrated non-conforming septums. However, since the trocars were returned open it cannot be determined when the damage occured. An internal investigation has been opened to address reports of a similar nature. (B)(4).